Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was explanted as it dislodged. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted as it dislodged. Lead was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
The dislodgement allegation was confirmed based on the observation of multiple counterclockwise twists on outer insulation. As no further information concerning this report is expected, our investigation is complete.